Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received without the original packaging. Visual inspection noted no unusual conditions. Functional testing observed that the balloon inflated as expected fully and symmetry value was 50 percent greater than 33 percent as outlined in manufacturing specifications. The complaint was not confirmed, and no other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue will be monitored, and further actions taken accordingly.

Event description:
It was reported that prior to use, the cuff was tested and found to be not symmetrical. Customer states this could cause pressure to the trachea. The device was not used on the patient.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.